Event description:
It was reported that during a lap splenectomy procedure the top ring broke from the bottom ring of the device. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.